Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for a ventricular tachycardia (vt) episode. Episode review showed 1:1 tachycardia with a duration of approximately twelve seconds and a rate of 172bpm. The alert criteria was met due to two undersensed atrial beats. The information was documented and forwarded to the patient's following physician. No adverse patient effects were reported.